Manufacturer narrative:
(B)(4). This is two of two manufacturer reports being submitted for this case. The report represents the delivery system used in the case. Please reference related manufacturer report no:2015691-2018-01365. Per the instructions for use (IFU), cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate the ventricle was perforated by the guidewire. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in the (B)(4), per "hot off the press: tavi today 2018", a 20mm sapien 3 valve was implanted, however was found to be undersized. The valve was post-dilated with an additional 2ml of inflation volume and the end result was mild pvl. After 15 minutes, the patient presented an episode of hypotension and a wire perforation was suspected. Emergent or with repair of the pl-wall tear was performed. During a follow-up tee three weeks later, moderate to severe pvl was observed. The valve was post-dilated using 22mm and 24mm true balloons. Then a 23mm sapien 3 valve was implanted within the 20mm sapien 3 valve. The end-result was good with no leak. At last report the patient was doing well.